Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported a pocket revision was completed as battery was tipped in pocket and was along beltline in an uncomfortable area. The patient was reprogrammed to improve low back coverage though still lacking complete coverage of the right sided lower back pain. The patient sated today(B)(6) 2017) that the stimulator was implanted only for left but the device was working so well on that side that he is noticing pain he hadn't noticed before on the right side. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was complaining of pain in the area of the pocket and their battery was poking outward at the top of the battery site. It was reported that there were no factors that may have led or contributed to the issue. Impedances were checked and within normal limits. The patient was referred to see dr. (B)(6). The issue was not resolved at the time of the report and no surgical intervention was done or was planned at this time. The event occurred in (B)(6) 2017. No further complications were reported/anticipated.